Event description:
The implantable neurostimulator (ins) was showing the eos / eol message. The patient had two programs: program #1 (5.8v/450pw/50hz and therapy impedance from several visits 415 ohms) and program #2 (6.4v/450pw/50hz and therapy impedance from several visits >4,000ohms and <15ua). Additional information has been requested, a follow-up report will be sent if additional information becomes available.